Event description:
It was reported that, patient complains of pain and discomfort. Patient has had an MRI and blood tests. He will be having a bone scan in the next few days. His surgeon will make a decision on his need for a revision. Update: patient said that he has constant pain that goes to leg for three weeks. Doctor said that he has cobalt level in his blood. Patient had MRI that showed deterioration around the socket.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock met specifications. The complaint history review indicated that there have been similar events for the reported family. The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii an rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.